Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), developed a pericardial effusion. The patient was admitted to the hospital and paracentesis was performed on the patient to remove the peritoneal fluid. The patient was discharged and remained stable after the paracentesis therapy was performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.